Event description:
It was reported that during a device change out procedure, the leads were connected to the device and tested. The right ventricular (rv) lead coil impedance measurement was fluctuating and high. The physician also had difficulty extending the setscrew in the device header. After using several screwdrivers, eventually the physician was able to turn it. The physician believed the cause of the fluctuating impedance measurement of the rv lead was due to the setscrew issue in the device header; subsequently, the device was removed and a new device was attached to the leads. The leads were tested and the fluctuation in lead impedance measurements occurred again. The decision was made to cap the rv lead and implant a new lead. When the new lead was connected to the device, all measurements were within normal limits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): the device was returned and analyzed. No anomalies were found.